Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dilator tip was found damaged during the procedure. A new kit was opened.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator and portion of a lidstock for evaluation. Visual inspection of the dilator confirmed the tip damage. The tip was deformed and folded inward, consistent with undue force being applied during an attempted insertion. The total length of the dilator body was measured to be 100 mm which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body was measured to be 2.312 mm which is within specifications of 2.28-2.34 mm per dilator graphic. The inner diameter of the dilator tip was not able to be accurately measured due to the deformation of the tip. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of a damaged dilator tip was confirmed by the complaint investigation of the returned sample. The dilator tip was deformed and folded inward, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the dilator tip was found damaged during the procedure. A new kit was opened.